Manufacturer narrative:
Date of event: exact date unknown, event occurred a week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7111313.

Event description:
It was reported that the patient was feeling a zapping sensation in the left rib area due to lead migration, which was confirmed via fluoroscopy imaging. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. Nothing was added or removed during the procedure.